Event description:
Report was received from an optician that a pt reported to them that they had experienced a "severe eye infection" related to lens wear. The pt had told the optician they had to "visit a specialist at the end of may." Request has been made for further info, however, no add'l details are available at the time of this report.

Manufacturer narrative:
In the absence of detailed info, this event is considered a possible corneal infection requiring intervention to preclude permanent impairment. As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).